Event description:
Patient was direct transport from one hosp to another in 2005. Discharging r.n. To the admitting r.n. , stated that pt's PICC was "leaking". Admitting r.n. Was asked to access the PICC when pt was admitted. Patient has a cook 6.0 fr. Dual lumen PICC. The 0.5cc blue lumen and its port were taped with tape and market with black marker, "PICC leakage, do not use." The tape was removed to assess where the PICC was leaking. The lumen had a 0.5+cm "c" shaped fracture. Patient stated, "I watched the nurse when she was trying to flush my PICC before I was transferred. She had a hard time flushing it, that's when it broke and it sprayed me with water. She left the room and when she came back, she told me she had called to ask them what she was supposed to do with the PICC. She told me, "they told me to tape it up and transfer him anyway." So it was taped and clamped." The transporting personnel, nor the admitting rn, were informed that the pt had a fractured central line. A sterile field was prepared, pt prepped and draped, and catheter was repaired with a cook repair kit using aseptic technique. We expect the lumen is also occluded, but cannot assess the patency of the catheter until the repair is aged at least 24 hours. If occluded, we will request physician to clear the lumen. A cxr revealed the distal tip of the PICC is in the svc and the yellow port is patent. Patient is receiving his medication via the yellow port. The blue port is clearly marked, "do not use" and the rn has been informed for patency.

Manufacturer narrative:
Evaluation: the product was returned on 09/27/05, but several attempts to obtain additional info about why the product was returned and what problems were encountered were unsuccessful. On 12/12/06 info was rec'd from FDA from the reporting hosp. However, the product and the case file were not matched up until 01/10/07. At this point the device was examined and found the extension tubing separated approx 1.5cm below the info sleeve of the small lumen. Based on the info provided and the condition of the device it is most likely that the tubing was overly pressurized during inspection. We will continue to monitor for similar complaints.